Event description:
Implantation of ventralex in 2004. A month later follow-up treatment because of seroma formation. Emptying of the seroma in umbilical ground (at the time of the operation the umbilical ground was sutured to the fascia with absorbable suture material). The next day the wound was wider opened, stab incision, from that point a fistula was noticed. Up to then an open hole remained. Dr also mentioned that the mesh was not grown in, it swam more or less freely in the cavity. For the fixation dr had also used absorbable suture material. Explantaion 3 months later.